Manufacturer narrative:
Unique identifier (UDI) #, corrected data: (B)(4). Initial MDR inadvertently did not list the unique identifier #.

Event description:
The headache and constipation were reported to have been observed? More than 6 months ago. Patient is getting follow up workup for nausea and chest discomfort. Patient does have a history of the headache and constipation prior to vns implantation. There were medication changes or other events that could have caused or contributed to the headache and constipation. The physician does not think that the headache and constipation is related to vns. The patient's heart was not affected by the vns per the physician and patient does not experience any cardiac issues.

Event description:
Patient reported that vns device is causing a cardiac issue initially. Patient was checked out by cardiologist and neurologist and they don't believe device is an issue and didn't see a cardiac issue with patient in a work up. Additional information was received from the neurologist that the patient was experiencing nausea and sweating, which led them to think there was a cardiac issue. The neurologist does not think there is any relationship between patient's cardiac issue and vns therapy. Patient again reported that his vns is not functioning correctly because his head is pounding, he can¿t have bowel movements and is nauseous. Patient was advised to disabled vns temporarily using the magnet until he could see a medical professional. Patient also reports that a neurologist mentioned that vns is affecting his heart. He currently has the magnet taped over the device but reports that it did not disable the stimulation.

Event description:
The patient reported that he had an infection since his vns placement. This was initially diagnosed as ibs but had now been diagnosed as staph/mrsa and he felt constantly nauseous and in pain. He said his infection has been getting progressively worse. When he was told that he could disable the device with the magnet if he felt this was causing his nausea, he said that when he tries to disable his device with the magnet, it doesn¿t work. He also said that the vns messed with his bowel function and had given him the worst headache he¿s ever had. During the phone call with the patient, his voice appeared to be heavily slurred due to his nausea and discomfort. The device history records of the patient's implanted products were reviewed.. Sterility of the products prior to release for distribution was verified. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The physician reported that the patient had an infection due to the vns since implant as confirmed by cultures. The believed cause of the infection was noted to be mrsa. The patient's pain was noted to be due to tinnitus per the physician which he indicated wasn't related to the vns. No further relevant information has been received to date.